Event description:
Event description boston scientific received information that this device reached its elective replacement time after one year of implant. It was noted that the device was not programmed to high output. Additionally, the field representative was unable to obtain an impedance measurement. The device only indicated n/r even though pacing was confirmed. Technical services recommended a hex dump be completed to further analyze device function. This device was part of a physician communication dated september 22, 2005 regarding a microcrystal component. An engineer reviewed the hex dump and concluded that the device was depleting prematurely but could not determine the cause. They recommended the device be explanted and returned for analysis.